Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported left side "swollen lymph nodes", "chest pain", "mass". Patient also reported "random sweating", "itching", "cyst on left", "rash looks internal, hurts, doesn't crust over", "nausea", "vomiting", "sweating", "biopsy (unknown of what) and it got infected so put on antibiotics" and are all not device related. Device remains implanted.